Manufacturer narrative:
Corrected fields: h6 - results code was updated from 114 to 4247. Results code 4247: biological material present.

Manufacturer narrative:
The oad was received at csi for analysis. Visual examination revealed embedded, dried biological material under the crown and between the crown and tip bushing section. Biological fluid buildup was also observed in the saline sheath. The biological material accumulation prevented a guide wire from passing through the device. Further examination of the oad did not reveal any damage that would have contributed to the accumulation. The root cause of the accumulated material could not be determined. The oad was tested on all three speeds with no unusual noises observed. As the original saline line was not returned for analysis, it could not be determined if it was damaged or contributed to the reported complaint. At the conclusion of the device analysis, the reported event that the oad made an unusual noise and blood backed up into the saline tubing was partially confirmed. There was biological accumulation observed, however the oad functioned as intended when tested. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The peripheral stealth orbital atherectomy device (oad) made an unusual sound when it was activated to perform treatment, and blood backed up into the saline tubing. The oad was removed from the patient and replaced with a second device to complete the procedure. There were no patient complications. The target lesion was located in the mid to distal side of the superficial femoral artery (sfa) and was 100 millimeters in length with moderate calcification.